Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and helped with troubleshooting. After troubleshooting, this crt-d was still unable to be interrogated. Ts checked the data and noted there was fine noise which appeared to be electromagnetic interference (emi) on the electrogram (egm) and an out of range shock impedance measurement was recorded. The emi was not oversensed. Ts suggested the magnet be taped in place. It was noted this crt-d had beeping tones with the magnet. The magnet was taped over the system and as a result, shock therapy was disabled. This crt-d remains implanted and no adverse patient effects were reported.